Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: slight degradation of the image, is due to dead pixels on the image. The damaged support was, due to the coupler damaged (pin out of place). And the failed leak test was, due to cut on the cable. The most probable cause of this complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head seemed to show slight degradation of the image. As well as, a damaged support. There was no report of harm.